Event description:
During product evaluation, a baxter technician discovered a colleague infusion pump that had failure code 810:11 occur during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received but the discovered condition has not yet been evaluated. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.